Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting however, the customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Manufacturer narrative:
The customer wanted to order an replacement display. We followed up and left a message with the customer to see if the replacement display resolved their issue and for additional info; but we have not received a response back from them yet.